Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unknown. It was reported that during deployment of the bifurcated stent graft the fluoroscopy unit turned off momentarily. When visualization was restored, the proximal end of the stent graft was found to have been deployed 15 mm below the intended location. Deployment of the bifurcated stent graft was completed and a 26 mm diameter aortic cuff was deployed proximally. No clinical sequelae were reported, and the pt is reported to be fine.